Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for the diopter power with a different lens model.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an unspecified cartridge and an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual acuity. The lens was exchanged for a different lens 1 month after initial implantation. Residual refractive error was the clinical reason given for the iol exchange. Additional information has been requested.